Event description:
The customer contact reported the pt received more medication than intended. The prescribed order was for regular insulin (100u/100ml) to be delivered at an initial rate of 6ml/hr for the first hour, and then titrated to 9ml/hr. At an unspecified time, the primary line of the device was programmed to deliver insulin at a rate of 6ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the clinician titrated the insulin to deliver at a rate of 9ml/hr. Approx 3 hrs after initiation of the therapy, the nurse noted the insulin bag was nearly empty. The device displayed a rate of 9ml/hr and was still delivering the insulin. No audible alarms were noted. The delivery was stopped and the device was removed from clinical service. The physician was notified and ordered the pt's blood glucose to be checked hourly for the next 6 hrs. After an unspecified length of time, therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing including delivery accuracy.